Event description:
It was reported that the health care professional requested review of the presenting electrogram. Technical services (ts) reviewed per request. Ts advised there is evidence of loss of capture on this left ventricular (lv) lead. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.